Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp)¿s ground pin was missing from power cord. No harm or injury to the patient was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.